Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was advised that seeing the alarm is not unusual and that if it occurs during normal operation, it is a problem. The customer was also informed that the alarm was normal until the extended systems test (est) was performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has a safety valve alarm during power down and power up. The customer confirmed that there was no patient involvement associated with the reported event.